Manufacturer narrative:
H3, h6: the device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. The device was manufactured in 2013 according to clinical/medical investigation, the left broach handle slipped off the broach while it was in the femur, revealing that the locking mechanism was worn out. Reportedly, the procedure was successfully completed within a 30-minute surgical extension with a backup device (standard anterior handle) as a replacement. Patient impact beyond the reported modified surgical procedure would not be anticipated, as no patient injury was alleged and no other complications were reported due to the events. Therefore, no further medical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.

Event description:
It was reported that during a tka the left broach handle slipped off the broach while it was in the femur, revealing that the locking mechanism was worn out; the procedure was successfully completed with less than 30 minutes delay delay using a standard anterior handle as a replacement. No other complications were reported.